Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported that during insertion, the needle failed to disengage from the catheter. The physician was able to get the flash & had trouble pulling the needle out. It required some effort to get it to disengaged; however, when it disengaged suddenly, the needle failed to retract into the device. As a result, the physician got stuck by the needle. The (B) (6) health protocols were followed and this was a low risk pt. There was no delay in treatment, no pt death and no pt complications reported. Additional info received by the sales rep on 6/29/2010 stated, the catheter was being placed into a pt diagnosed with esophageal cancer. The catheter was placed into the pt's left radial artery when resistance was encountered while retracting the spring wire guide (swg). When attempting to remove the needle from the catheter, the needle hub wouldn't become detached. Then the needle came out all of a sudden and was not protected. The md received a needle stick to her left index finger. (B) (6) and (B) (6) tests were performed on the physician and are negative.